Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#:(B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. On the same day but different surgery, the lens was explanted and the problem was resolved.

Manufacturer narrative:
Corrected data: h1- disregard initial MDR as is was reported in error and n/a. Claim# (B)(4).